Manufacturer narrative:
The user reportedly experienced a serious hyperglycemic event requiring hospitalization while on ilet therapy. The reporting party indicated the user was hospitalized with suspected diabetic ketoacidosis. Suspected diabetic ketoacidosis is consistent with a serious metabolic event requiring hospitalization and medical management. The reporting party also indicated the user may not have been interacting with the ilet appropriately; however, additional information regarding the circumstances leading to the event was not available. Engineering review could not be performed because device data corresponding to the reported event timeframe were unavailable. Review of available engineering records identified that the most recent synchronized device data were from 12-may-2026. Multiple follow-up attempts were made to obtain additional event information and updated device data; however, no additional information was obtained. Based on the available information, the cause of the event remains not established and a relationship to device performance could not be determined. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 02-jun-2026 it was reported that on (B)(6) 2026, the user was hospitalized with reported symptoms consistent with diabetic ketoacidosis. The user was admitted on 02-jun-2026. Additional treatment information, discharge date, diagnosis, and long-term health effects were unavailable at the time of this report.